Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the instrument channel and the suction channel of the subject device. [1st test: (B)(6), 2021] - enterococcus casseliflavus/gallinarum (7 cfu) [2nd test: (B)(6), 2021] - enterococcus galinarum (1 cfu) [3rd test] - gram negatives and suspected enterococci, and others (23 cfu after 24 hours, and 49 cfu after 48 hours) the device had been reprocessed with a non-olympus automated endoscope reprocessor, stealco ew2/2s, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, coagulase-negative staphylococci (2 cfu/endoscope) and micrococcaceae (2 cfu/endoscope) were detected from all channels of the sample collected from the subject device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found the following. The remote switch 1 was leaky. The light guide lens was cracked. The adhesive of the bending section rubber was separated. The angulation wire had failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and (B)(4), there was the possibility that this phenomenon was attributed to the following. There was a difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. Contamination occurred during the microbiological test sampling by the user facility. If additional information is received, this report will be supplemented.